Event description:
It was reported that after implanting an unspecified xience xpedition stent in the distal area of the vessel, a 3.5x23 rx xience xpedition stent delivery system (sds) was advanced to a chronic total occlusion in the mid to distal right coronary artery. When pressurizing the sds, angiography revealed that there was no stent on the balloon. The stent implant was found outside of the anatomy, dislodged inside its protective sheath. A new same size rx xience xpedition was implanted, successfully completing the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for evaluation. The stent dislodgement was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: prior to use, verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the information reviewed, there is no indication of a product deficiency.